Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was 175 mg/dl. Customer had power error alarm four times today. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer.